Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not retuned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Customer's blood glucose was 147 mg/dl.